Manufacturer narrative:
The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The sl-10 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. It was not reported if a pre-deployment electrical test was performed prior to patient use. As viewed through the returned packaging, unreported damage that the coil was detached from the device positioning unit (dpu) and was entangled around the core wire and sheath was found. In addition, during the same inspection it was found that the distal tip of the dpu exhibits signs of an air detachment. Pre-cleaning (ultrasonic) the proximal end of the coil exhibits a blood and debris mixture encasing the coil¿s socket ring and proximal section. Unreported damage of the coil being returned severely damaged was found. The pre-cleaned distal section of the dpu exhibits an air detachment performed outside the patient. Post-cleaning confirms that an air-detachment of the coil was performed. The marker band callout for the new dpu-3 is measured from the proximal end. Both the dpu¿s marker band and the sl-10 microcatheter¿s marker band are 32 millimeters from the proximal end of both the marker bands to the distal tip of the devices. The returned sl-10 microcatheter did not contribute to the field complaint. The returned dpu passed electrical testing with resistance at 51.5 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). The circumstances of when and how all the unreported damage found to the unit occurred cannot be determined. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil¿s non-detachment is not confirmed. The dpu passed electrical testing and the coil was air detached by the end user prior to being returned which destroyed all evidence contained from the proximal end of the resistive heating coil section to the detachment fiber. It was not reported or explained why the coil was air detached prior to being returned for investigation. In addition, without the return of the unidentified dcb and the unknown connecting cable used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during the stent-assisted coil embolization procedure the deltaxsft coil (dlx100306/c36680) could not be detached. The physician placed 28mm enterprise (details unknown) across the neck of a partially thrombosed, right posterior communicating/superior cerebellar artery aneurysm. Two coils were successfully placed and then the physician chose the complaint deltaxsft coil. The coil was advanced into position and an attempt was made at detachment. Coil was positioned correctly in an ¿inverted t¿ position, in accordance with instructions for use. Repositioning of the coil was attempted and subsequent attempts at detachment were still unsuccessful. The physician made 6 attempts to detach. Physician successfully removed the coil and proceeded to successfully place 6 galaxy coils (details unknown) and completely obliterate the aneurysm. The excelsior sl-10 microcatheter (details unknown) was used in procedure is has been obtained for evaluation. Physician did not note any resistance when advancing coil into position. Continuous flush was used throughout procedure. The patient¿s anatomy was moderately tortuous. Note: coil # 2 during procedure was a deltafill coil (dlf100616/c36785). It detached without incident. All other coils in procedure were galaxy coils detached with a syringe. At the time of initial contact the product was available for investigation.

Manufacturer narrative:
Device evaluation updated: the unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The sl-10 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. It was not reported if a pre-deployment electrical test was performed prior to patient use. As viewed through the returned packaging, unreported damage that the coil was detached from the device positioning unit (dpu) and was entangled around the core wire and sheath was found. In addition, during the same inspection it was found that the distal tip of the dpu exhibits signs multiple detachments. Pre-cleaning (ultrasonic) the proximal end of the coil exhibits a blood, polymer, and debris mixture encasing the coil¿s socket ring and proximal section. Unreported damage of the coil being returned severely damaged was found. The marker band callout for the new dpu-3 is measured from the proximal end. The dpu¿s marker band is 32 millimeters from the proximal end of the marker bands to the distal tip of the device. The sl-10 microcatheter¿s marker band is 31.5 millimeters from the distal end of the marker band to the end or 32.0 millimeters from the proximal end of the marker band to the distal tip of the microcatheter. The returned sl-10 microcatheter did not contribute to the field complaint. The returned dpu passed electrical testing with resistance at 51.5 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). Due to post-procedural handling the circumstances of when and how all the unreported damage was found (except for the coils detachment) to the unit occurred cannot be determined. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment is confirmed. Additional information received stated that the coil was attached to the dpu during packaging for return. The proximal end of the coil exhibits a blood, polymer, and debris mixture encasing the coil¿s socket ring and proximal section of the coil which is consistent of a partial detachment fiber melt that will not fully release the coil. It was during transit did the coil detach from the dpu. Based on the additional evidence received, the most likely contributing factor of the coils non-detachment was due to a partially melted detachment fiber that temporarily anchored the coil to the dpu. The circumstances of how and when the coil became temporarily attached to the dpu cannot be exactly determined. The dpu passed electrical testing. In addition, without the return of the unidentified dcb and the unknown connecting cable used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. In addition a review of the manufacturing documentation presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action will be taken at this time.